Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 19 (max applied load exceeded) was confirmed during archive review and initial functional testing. Both load cells were replaced to remedy the fault. No physical damage was noted during visual inspection. In addition, unrelated to the reported complaint, sticky clutch was observed. The clutch plate was deburred to address the issue. The device failed functional testing, due to user advisory (ua) 19. The load cell characterization test confirmed both load cell modules are defective. Multiple run-in tests were performed, using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The autopulse passed all the testing and met all required specifications. Review of archive data confirmed the autopulse platform was used and stopped after 2 compressions on the reported date due to user advisory (ua) 19 (max applied load exceeded) error message. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Manual CPR was used by (B)(6) and ed for 45 min, than user used autopulse. Autopulse platform stopped performing compressions after 2 compressions. The crew reverted to manual CPR immediately and continued for 20 minutes. Rosc (return of spontaneous circulation) was not achieved and the patient expired after a combination of mechanical and manual CPR. Customer did not attribute the patient death to autopulse platform. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition.

Event description:
As reported, a male patient (in his 60's) suffered a cardiac arrest and received manual CPR for 45 minutes. Following this, autopulse platform was applied and stopped after 2 compressions due to user advisory (ua) 19 (max applied load exceeded) error message. User tried to clear the error by resetting the lifeband without success. The use of the platform was discontinued and manual CPR was performed for 20 minutes. Rosc (return of spontaneous circulation) was not achieved, the patient was pronounced dead by the ed consultant (cause of death is unknown). The customer does not attribute the patient's death to the use of the platform.